Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome typ e I. It was reported that the ins was causing problems with the patient¿s back hurting. It was reported that the device was hurting the patient¿s back when they push against something or sit down. It was noted that the patient had lost weight and there was not cushion against the patient¿s bones. It was reported that the healthcare provider (hcp) discussed removing the device and suggested the patient turn off the stimulation to see if the patient could tolerate the pain and burning in the legs. The patient attempted to turn off the ins but couldn¿t do anything with the patient programmer (pp). The patient saw a doctor icon on the pp screen. The patient saw poor communication on the screen and after attempting to connect to the ins, saw end of service (eos). It was clarified that the pp wasn¿t positioned over the ins when the poor communication screen was displayed, and the pp was functioning correctly. The patient stated that the ins wasn¿t working for their pain and had met with a manufacturer representative, who reprogrammed their ins. The patient was unsure when the ins stopped working. The patient had just charged the implant about two weeks before and noticed the eos message. It was reported that the ins was removed on (B)(6) 2018 and the patient was going to try to get by without the device. No further complications are anticipated.